Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).

Event description:
The customer reported to varian that following an eclipse treatment planning system software upgrade from (B)(4), it has been observed for several pts that the beams eye view is not displayed correctly and the field calculation is not correct if the collimator is 90 degrees or 270 degrees. It was reported that prior to the software upgrade, the user had created some plans for several pts in order to evaluate the dose calculation after the upgrade, these plans were calculated in an old version and had not been approved (for treatment). According to the report, there was no pt associated with this event. No pt injury has been reported.